Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula.

Event description:
It was reported that the patient's blood glucose level rose to 18.1 mmol/l (325 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). It was also reported that the adhesive was not sticking well to the skin. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.